Manufacturer narrative:
The investigation into the positioning issues and the product damage (cannula kink) issues has been completed since the original report was filed. The device was not returned for investigation. Based on the clinical data, the positioning issue occurred while the peel away sheath was being removed. The cause of the positioning issue was use related due to improper technique. The cause of the cannula kink was most likely use related due to excessive force.

Event description:
The user facility reported a (B)(6)female patient in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp came out of position during the sheath exchange. During the attempted re-delivery of the impella cp it became kinked, and the impella cp was removed. The team made the decision to escalate to impella 5.5 pump for support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.